Event description:
It was reported that pump malfunction occurred while customer was changing cartridge, and malfunction code was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction returned.